Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedances measuring greater than 3000 ohms. Additionally, there was oversensing noted on a stored episode. Technical services recommended to do some in clinic testing. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.